Event description:
The consumer called into customer support to report that, "the last couple of blood glucose readings have not felt accurate based on how he was feeling or acting. The consumer reported that his wife had to fight to wake him this morning to administer glucose and juice". According to the consumer, his wife gave him pineapple juice after getting the 70 mg/dl result because "his behavior indicated that he was much lower than 70 mg/dl". During the call to customer support, it was revealed that the consumer did not perform a control solution test for integrity before use their initial test strips as instructed in our directions for use. A control solution test was performed while troubleshooting with customer support showing the test strips to fall in range.

Manufacturer narrative:
The meter and test strips will be returned for eval. Test strip lot # 1020214203, expiration date: 07/2016, control solution lot # 1030314175, range: 82-127 mg/dl. Per label copy/ package insert. Unexpected results. High or low blood glucose results can indicate potentially serious medical conditions. In case of an unexpected result, you should repeat the test using a new test strip. If the result is still unexpected, or the reading is not consistent with how you feel, contact your hcp and treat as prescribed. Any change in the treatment of your diabetes should be -nova max test strip insert- quality control checking the system control solution test: the nova max control solution is used as a quality control check to make sure that your blood glucose monitor and the nova max glucose test strips are working correctly. Do a control solution test: each time you open a new vial of test strips. Nova biomedical awaits the return of the device for eval. Should any significant findings be a result of that investigation, a follow-up report will be filed.